Event description:
On (B)(6) 2011, pt reported the down button on the infusion device does not function properly. This concern has been ongoing for 6-8 months. The up button continues to function as intended. Pt has used this infusion device for 1-2 years and boluses 4-5 times per day. The down button does not pop up after it is pressed. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval.